Event description:
The problem was first identified, during a diagnostic bronchoscopy procedure. The intended procedure was completed using a different model scope with the same subject device, with no delay in procedure.

Manufacturer narrative:
This supplemental report is submitted, to provide additional event related information.

Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review, evaluation notes, and the following sections, d8, d9, e2, e3, g2,h3,h4, h6 and h10. The device was returned for investigation. Upon evaluation of the device, the failure to use the older model scope with the adapter component was confirmed. There was no image with the180 scope due to faulty patient board set and worn-out video connector. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause is due to repeated scope connection along with forcible improper connecting. Applied force such as aggressive bending, pulling, twisting, and crushing contributed to the cause. Furthermore, the video connector is damaged. Failure of the op-amp circuit on the patient board (dr board), caused the 180 scopes to no longer produce an image. A design change of the op-amp circuit has been implemented. This product was manufactured prior to the design change. The instructions for use (IFU) states: do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that when using the adapter component, an "older model scope" did not function and the user facility attributed the issue to an "internal connection" problem. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.